Manufacturer narrative:
H6: evaluation: method: actual device involved in incident was evaluated; photographic images made during eval; visual examination. Conclusion: no conclusion can be drawn. Upon investigation of the returned device, the customer's complaint was confirmed. Visual examination found that the cutting wire was bent and broken. The cutting wire was broken at the proximal pierce hole where the wire exists the outer catheter. A review of the device history record was not performed since the lot number is not known.

Event description:
In 2006, during a therapeutic procedure (patient gender and age unknown), the physician was unable to cut with the device and, upon removal of the device, found the device was torn at the proximal end. Upon evaluation of the device by bsc, it was noted that the cutting wire was broken at the proximal end. There was no reported complication or ill effect sustained by the patient.